Event description:
Livanova (B)(6) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera and sphingomonas paucimobilis. The laboratory report confirming the reported contamination has been provided to livanova. The customer requested deep disinfection to solve the reported issue. There is no known patient involvement.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(6) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(6) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
There was no known patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6) . Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera and sphingomonas paucimobilis. The laboratory report confirming the reported contamination has been provided to livanova. The customer requested deep disinfection to solve the reported issue. There is no known patient involvement.

Manufacturer narrative:
H.10: through follow-up communication under previous events from this same hospital, livanova learned that the device was cleaned and maintained regularly per the instruction for use and that it was placed inside the operating theater during use with the fan directed away from the patient and at an estimated distance of two (2) meters from the surgery field. In order to solve the reported issue, customer requested deep disinfection at the manufacturer site. The root cause of the reported contamination could not be determined.

Event description:
See initial report.